Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not delivering insulin properly. Customer's blood glucose level ranged between 60-70 mg/dl which was addressed by ingesting food. Reportedly, the customer continued to use the pump for insulin therapy.